Event description:
Pt undergoing percutaneous tracheostomy. After 3rd or 4th pass of largest dilator, bright red blood was noted from trach incision upon removal of dilator. Physician removed guide wire(j wire) and guide catheter from incision and placed pressure to bleeding site. Pt's vital signs checked prior to being urgently transported to operating room. Bp 120/78 02 sat 98, pulse 114. Guide wire, guide cath and all dilators(4) intact upon visual inspection. During emergency surgery, it was noted that aorta had been perforated.